Event description:
Additional information was received that the patient's driveline infection was positive for escherichia coli (e. Coli). The patient was found to have a colonic fistula with the driveline going through the colon. They underwent partial transverse colectomy with re-anastomosis, driveline mobilization, and relocation of the driveline exit site.

Manufacturer narrative:
B5 - narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Onset of infection captured under MFR # 2916596-2024-06519. Manufacturer's investigation conclusion: the specific cause of the reported driveline infection could not be determined. Evaluation of the submitted image confirmed the superficial outer jacket damage reported. This damage was previously reported and did not appear to have progressed. The patient's exit site appeared consistent with the reported infection. The relevant sections of the device history records for (B)(6), was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a chronic driveline infection since 11may2021. They had been on extended antibiotics. Cultures identified escheria coli. An initial sternal debridement was performed in (B)(6) 2021 and multiple debridements were performed in the past three years. The patient had multiple admissions and discharges regarding this infection, and the infection never completely resolved. The workup included a scope that showed that the patient had a colonic fistula with the driveline going through the colon. The patient underwent partial transverse colectomy with reanastomosis and driveline mobilization and re-location of driveline exit site on (B)(6) 2024. They tolerated the procedure well.